Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that battery depletion was normal.

Event description:
Additional information received from a manufacturer representative reported that he sent the implantable nuerostimulator (ins) in for analysis due to patient being dissatisfied because the ins lasting only two years. The rep confirmed that the ins was replaced due to normal battery depletion.

Event description:
A consumer reported via a manufacturing representative that they saw an elective replacement indicator (eri) message on their patient programmer. The patient saw the message when turning the implantable neurostimulator (ins) back on. The patient turned the ins off frequently when not needed. Impedances were checked and they were all normal. The patient was programmed to 4.2v on one side and 4.8v on the other side. The manufacturing representative thought that could be the reason the ins had not lasted as long as they thought it would. The patient was considering a rechargeable ins. The ins was scheduled to be replaced on (B)(6) 2016. The issue was not resolved at the time of this report. The patient was alive with no injury. The patient's indication for use is essential tremor and movement disorders.

Event description:
Additional information was received by a health care provider (hcp) via a manufacturer representative (rep). It was reported that the battery was successfully changed out and will be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.